Event description:
It was reported that the patient was having their implantable neurostimulator (ins) location revised because it currently was in their hip and it was bothering them with pain; they could not lay on it or touch it. In addition the ins was burning. It was unknown what troubleshooting or actions were taken to resolve the issue or if it was device related. The doctor was planning to move it to underneath their rib on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).